Manufacturer narrative:
The device was not returned; however, radiographic review confirmed the screw fracture. The fracture has been associated with an impact that may have contributed to the reported event. The cause of the event cannot be conclusively determined at this time. Review of labeling notes: warning and cautions and precautions "potential risks identified with the use of this device system, which may require. Additional surgery include: device component. Fracture, bending or loosening of implant, loss of fixation, fracture of the vertebra and visceral injury." Device remains in-situ.

Event description:
On (B)(6) 2015 a female patient had a pedicle screw system placed at l4-l5. Reportedly the patient sustained a fall and one of the pedicle screws has broken. The surgeon has elected to monitor the patient. No revision surgery is scheduled at this time.